Event description:
A repair request was sent requesting the scissors be sharpened. Information learned through analysis confirmed that the scissors arrived with damages on the peek sleeves at various intensity; some fragments are missing. The devices were sent for repair. The tubes present with damaged insulation.

Manufacturer narrative:
Concomitant: cev605g: scissors insert cev605g 3pk 350mm, lot 120902. Manufactured 09/2012 cev605g: scissors insert cev605g 3pk 350mm, lot 120202. Manufactured 02/2012 cev649-5b: tube cev649-5b dia 5mm 350mm, lot 120606. Manufactured 06/2012 cev649-5b: tube cev649-5b dia 5mm 350mm, lot 090904. Manufactured 09/2009. (B)(4): product evaluation: product analysis on the scissors (cev605g) found damages present on the peek sleeves at various intensity; some fragments are missing. The blades are also blunt and need to be sharpened. The damages on the sleeves are likely to come from an abnormal use, with shocks or excessive constraint on the scissors when exiting the trocar. Analysis on the tubes (cev649-5b) found that the returned tubes are bent and present surface damages, which was confirmed to be insulation damage. Electrical tests on these tubes failed. The tubes probably took shocks during use and have been in contact with sharp objects during their lifetime.